Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "line was inserted last week on (B)(6) 2021 and tip was confirmed with 3cg technology. We don¿t routinely order cxr for PICC insertions, unless its clinically indicated. Today ((B)(6) 2021) this patient required a cxr as part of their ongoing care and the tip of the PICC line was seen in the ij. This is particularly concerning because the patient was receiving infusional chemotherapy via cadd pump and has been suffering neurological symptoms, possibly as a result of this error. The patient has also received ivab and ongoing ivf since the PICC was inserted. The treating haematologist is aware, and a decision was made to pull the line back to the subclavian vein for now. I will do an iims today. Rep have reviewed the ECG tip confirmation from insertion and the p wave definitely looks peaked to me. PICC may very well have been correctly placed on insertion but moved because of inappropriate flushing, power injection or patient factors. Cnc to discuss." 3cg used is (B)(4): sherlock 3cg tcs d.